Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by rn/PICC inserter that there was a new rubber stopper in the power PICC solo 3cg kits. Since the changing of this rubber stopper several rns observed saline leaking back out where the wire comes out of the rubber stopper within the stylet. Event occurred when a PICC line was being inserted. At the point of insertion when the PICC inserter was drawing back to confirm blood return it was noted that air was filling the line. All connections were inspected and noted to be tight. It was noted that where the wire was through the port air was being drawn into the line. The inserter had to remove the wire in order to continue with the PICC insertion. Nothing adverse happened although there was a risk of an air embolus. During the procedure the inserter was at the point that required a cxr to confirm placement as the patient was in atrial fibrillation. Under usual procedure we would leave the wire in situ during the cxr for better imaging. This was not possible to leave the wire in and thus the wire was removed prior to the cxr. PICC line insertion was able to proceed just not the our usual steps.

Event description:
It was reported by rn/PICC inserter that there was a new rubber stopper in the power PICC solo 3cg kits. Since the changing of this rubber stopper several rns observed saline leaking back out where the wire comes out of the rubber stopper within the stylet. Event occurred when a PICC line was being inserted. At the point of insertion when the PICC inserter was drawing back to confirm blood return it was noted that air was filling the line. All connections were inspected and noted to be tight. It was noted that where the wire was through the port air was being drawn into the line. The inserter had to remove the wire in order to continue with the PICC insertion. Nothing adverse happened although there was a risk of an air embolus. During the procedure the inserter was at the point that required a cxr to confirm placement as the patient was in atrial fibrillation. Under usual procedure we would leave the wire in situ during the cxr for better imaging. This was not possible to leave the wire in and thus the wire was removed prior to the cxr. PICC line insertion was able to proceed just not the our usual steps. Additional information received: it was reported that no blood was noted to be leaking from the stopper, just saline.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leakage from the t-lock was inconclusive with the provided information and photographs. Two images were provided for review. Each image highlighted the 3cg t-lock and extension leg region of the t-lock stylet. Blood-like residue could be seen within the extension leg and t-lock body and one image showed what appeared to be a syringe attached to the t-lock extension leg, and the syringe also contained blood-like residue. No observations were noted through evaluation of the photographs which could confirm the event of 'air leakage'. A review of the manufacture inspection and release records found no potentially related issue during product manufacture or release. This complaint will be recorded for future trending and monitoring purposes.